Event description:
Reportedly, the device was explanted at implant due to suture damage to the sewing ring. Surgeon has disassociated the device. Per the cer: patient is under treatment as of (B)(6) 2010. "Magna 3000j19 was implanted for aortic valve repair to correct aortic stenosis regurgitation on (B)(6) 2010. After the assistant operator sewed the valve at the intra-annular position, they realized that there was a mistake in the ligation procedure. While they were trying to unfix the valve to redo the ligation, the cuff area got damaged. Magna 3000j19 was explanted and magna 3000j21 was implanted at the supra-annular position by the main operator as a replacement." Customer commented that this explant was not device related. Device will not be returned for evaluation due to infection.

Manufacturer narrative:
(B)(4) surgeon cut sewing ring during suture. Device not returned. This event was determined reportable per edwards lifesciences procedures. No customer letter required. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Patient indicated as symptomatic of infection; although, source and type have not been provided. Japan team has determined this device unsafe for return and evaluation. No pictures were provided of the suture injury.

Manufacturer narrative:
On 08/09/2010, response received by sales rep from the hospital: no product return. Device was discarded by hospital. No photos of the cut made on the cuff of the magna valve were taken. Customer reiterated their original statement. There is no additional information available. (B)(6)

Event description:
It was reported that the rate response sensors in the vision 3d devices seem too aggresive on rate response. It was also reported that during a hall walk a patient's heart rate was at 115 beats per minute and "the patient felt uncomforable". The device is still in use. No patient complications have been reported as a result of this event.